Manufacturer narrative:
Additional information was received on 9/7/2016 indicating that there was no impact to the customer's blood glucose level due to the charging issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable was not fitting properly into the pump. Reportedly, the customer attempted multiple usb cables. The pump was noted to be charging intermittently. There was no reported impact to the customer's blood glucose level.